Event description:
During surgery, when clipping the cystic duct the clip was applied. Staff pulled back the applier and the clip was pulled off by the stapler. The clip did not stay deployed on the cystic duct. No harm to patient, no excessive blood loss noted. Manufacturer response for endostapler, el5ml s endostapler (per site reporter): have not heard back as of the date of this report.